Manufacturer narrative:
(B)(4). Exemption number, e2014005. Q core medical ltd (manufacturer) is submitting the report on behalf of hospira. This complaint was not deemed reportable under the then effective reporting procedure, but is reportable under revised reporting procedure which exercises stricter interpretation to reporting obligation. This case is an outcome of retrospective review performed on all our old non-reportable events, to ensure all our cases are in -part with our new procedure (of the ~920 files reviewed in the retrospective review 33 cases were deemed reportable based on the current reporting scheme. Of course none had serious injury or death, as those are reportable under old and new procedures).

Event description:
The event was reported by a customer from (B)(6): "pca pump giving extra bolus. Unfortunately we did not log the number of key presses but it would have been in excess of 12. Subsequent bolus deliveries appeared to then be happening randomly with no input from anybody at least 4 of these deliveries were observed. The delivery time between these random bolus deliveries was greater than the 5min lockout period programmed. Bolus cord and pump were in use both during testing and during the initial patient incident. From my memory of the conversation with the customer the patient was not harmed. Patient involvement: yes, death or serious injury: no, human harm: no."